Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. On (B)(6) 2023 the firm became aware of an unspecified infection and subsequent full system explant. The dates and nature of the infection were not provided to nalu, the subsequent explant took place on (B)(6) 2023.

Manufacturer narrative:
Review of incident records found no prior documentation of any complaints from this patient related to functionality of the nalu system. The nature and dates of the patient's infection is unknown; however infection of surgical sites is a known risk of invasive procedures. The system explant appears to be due to the presence of an infection and not related to any allegations of system or component failure.